Event description:
It was reported the patient system was unable to enter MRI mode due to high impedance on one of the leads. As a result, surgical intervention was undertaken wherein the lead was explanted. Patient now has one lead, and post-operatively, stimulation therapy was restored. Added investigation was unable to determine which of the 2 leads has high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch:(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.